Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 150 units of insulin during each load sequence. Customer¿s blood glucose level was 237 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.